Event description:
A dreamstation 2 auto CPAP device was returned to a third-party service center for service with allegation of burning smell and boiling water. During the evaluation of the device at the third-party service center, the service technician found the auto CPAP with modem was burned. Additionally, the device's blower, blower outlet/isolator, blower box, iso port, inlet/outlet seal were contaminated and heater plate had functional failure. The affected parts were replaced as well as the pca.